Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for atrial lead revision, it was found that the patient had an infection inside the pocket. The patient previously reported to his family physician that he felt heat and pain for months in the pocket and had cooled it down with ice packs. He reported that his family physician did not react. The system was explanted and a new system will be implanted after the inflammation subsides. The patient was fine after the event.